Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693558 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device delivered inappropriate shocks for detected supra ventricular tachycardia (svt). The device remains in use. It was also reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) impedance. The lead remains in use. No further patient complications have been reported as a result of this event.